Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a kink in the guidewire occurred when cardiopulmonary resuscitation was given to the patient. As a result, implantation of the pump could not be completed. The patient expired.

Event description:
The system was removed and re-inserted with a new 0.018 impella wire successfully. The device is not available for return.

Manufacturer narrative:
Additional event information received in b5.

Manufacturer narrative:
No product was returned. The cause of the guidewire kink was determined to be use related as evidenced by damage occurring during CPR which would affect devices located within CPR space.